Event description:
The intra-aortic balloon was inserted into the pt on 11/14/97 at 9:19 pm and removed on 11/18/97. The intra-aortic balloon did not malfunction. A vascular surgeon was consulted. The pt had ischemia and surgery was required. The pt was transferred to hosp for continuation of care. The intra-aortic balloon was not returned to datascope. (Event complications: ischemia/surgery required-reported 5/15/98). (Pt's current status: discharged-reported 5/15/98).